Event description:
It was reported to philips that the device will not recognize ECG cables or test load. There was no patient involvement.

Manufacturer narrative:
Complaint evaluation: the bench technician evaluated the device and confirmed the ECG, test load problem. The device needs a therapy pca. Customer resolution and conclusion: upon conclusion of the evaluation, it was determined that the therapy pca requires replacement. It was replaced. The device passed testing and was sent back to customer to be put back into service.